Event description:
Patient had ankle fusion with screws implanted on 4/8/91. On october 18, 1991, removal of 4 screws and orif with plate and eight screws implanted for pseudoarthrosisin february onset of pain in right ankle with weight bearing. On 3/28/94, patient returned to surgery for removal of tubular plate and eight screws. Five proximal screws were removed from the plate. Three transverse screws (6.5 cancellous bone screws) were broken and removed.